Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the lad, and it was reported that a dissection occurred in the lad. The dissection was treated with two resolute onyx des implanted on the same day, and the patient recovered. The investigator assessed the event as casually related to the index device, but not related to the anti-platelet medication.

Manufacturer narrative:
Patient age updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the sponsor assessed the event as possibly related to the index device, but not related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a 4th resolute onyx des was implanted in the lad during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the 4th resolute onyx was implanted in the 3rd obtuse marginal, not lad as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification: during the index procedure, three resolute onyx were implanted in the lad. A dissection occurred in the lad and two resolute onyx were implanted to treat the dissection on the same day of the index procedure. If information is provided in the future, a supplemental report will be issued.